Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.

Event description:
The patient was found to have high lead impedance in pre-op for their generator replacement. As the surgeon was not conformable with moving forward with the possible revision, the surgery was cancelled.No known surgical intervention has occurred to date.No other relevant information has been received to date.